Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received cartridge alarm (cartridge alarm 1). The customer's blood glucose was 319 mg/dl. Reportedly, the customer loaded a new cartridge successfully.